Manufacturer narrative:
(B)(6) 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen45 gts event described as "jammed, scrub during handling." Device did not make patient contact and has been discarded. Surgery was completed with second device. No eye injury noted.